Manufacturer narrative:
The device history records were not reviewed, as the lot number was not provided.

Event description:
The initial report was rec'd from the FDA as reported by a pt. The pt reported "an adverse event with a product, radiesse and the outcomes are life-threatening events and several hospitalizations". In 2011, the pt was injected into cheeks, chin and nasolabial folds by "an authorized product rep", "dr. Was not present in the room". The event date was reported as (B)(6) 2011. The initial complaint was "a shrill high pitched noise in my ears for several months"; the audiology eval was normal hearing. In 2011, the pt's face began to feel hot and red only in the injected areas. Areas became hard to touch, "elevated" and swelling rapidly. The pt self-treated with 50 mg benadryl and was driven to the emergency room (ER). Within 45 mins, the pt was unable to breathe through the nose or see due to "significant angioedema". The pt had "non-itching hives all over my body, including the bottom of my feet and inside my mouth"; the events continued after treatment in the ER with IV (intravenous) steroids and antihistamines. After several hrs of observation and no further escalation of edema, the pt declined to be admitted for observation and went home. In 2011, an allergist stated "it was not an allergic reaction, but a systemic issue". During exam, the pt experienced another episode of hives to develop, due to "light friction from the shirt". The pt had "6 more incidents of this type" approx once a month and "all beginning with the facial edema, some requiring ER treatment and some were treated in doctor's office with steroids and antihistamines. The last ER episodes "also included very labile blood pressure, from low 70's to high 220's, with narrow pulse pressures, severe headaches, extreme deep coughing for months with breathing difficulty". The pt had x-ray and CT scan - lung masses; pet scan - "cold". The pt's "pcp and radiologists suggested they probably were not tumors, but areas of some inflammation/infection possibly treated by antibiotics. The pt was treated with biaxin which helped the cough and "the masses shrank and became translucent". The pt consulted eight specialists for her symptoms and was diagnosed with "idiopathic angioedema". The pt stated, "if I do have a systemic immune disorder, I feel it must have been directly precipitated by the injection of the dermal filler, if not caused by the substance itself". The pt's name/contact info, injector's name/contact info, dates of injection, amount injected, ER dates/exact treatment, pcp and allergists' names/contact info and medical confirmation of the events were not provided.